Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the helix of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during the implant procedure, the physician intended to re-position the lead for optimisation. While attempting this, fluoroscopy showed that the helix was retracted, and the physician retracted the helix further to manipulate the lead free from the tissue. On inspection outside of the body, a piece of cardiac tissue was seen getting ''sucked'' into the helix. The lead was not implanted and a new lead was implanted instead. No patient complications have been reported as a result of this event.